Event description:
It was reported that on (B)(6) 2013 the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the pulse generator to exhibit normal device characteristics.